Event description:
Strata mr valve implanted on (B)(6) 2016 during shunt revision for proximal shunt malfunction. Patient continued to remain symptomatic. Patient required repeat revision two days later ((B)(6) 2016) with replacement of valve and distal catheter for malfunction. Intraoperatively, valve noted to not drain unless pressure exceed 25 - 30 cm h20. System was tested with manometer intraoperatively. Valve may have been stuck in between settings resulting in limited to no drainage.